Event description:
It was reported to boston scientific corp that a wallflex biliary rx fully covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on a male pt (pt age unknown, however over 18 yrs). According to the complainant, although, the physician understood that the stent could only be reconstrained twice, a third attempt was made to reconstrain the stent for repositioning. The third attempt to reconstrain the stent failed. This resulted in the stent being deployed more proximal than desired. It was indicated that images would be taken the following day, and if necessary, the stent would be removed the following week. At the conclusion of this procedure, the pt was being monitored at the hospital. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) other (failure to reconstrain). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).